Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report material deformation of clip cover. It was reported that during preparation of a clip delivery system (cds), the clip cover was not completely covering the clip and metal was exposed. Additionally, the clip opened while locked after establishing final arm angle/efaa. The clip was not used in the patient, and the procedure was successfully completed using another cds. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: establishing final arm angle/efaa passed; however, the clip was difficult to open afterwards. Therefore, a decision was made not use the clip. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open the clip could not be replicated in the testing environment as there was no issue actuating the clip. The reported material deformation was confirmed as the clip cover looked pinched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported deformed clip cover and difficulty opening clip cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.device code 3026 (unintended movement) was removed and device code 2921 (difficult to open/close) was added.